Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the reported glidescope spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and confirmed the reported cable damage. Upon visual inspection of the reported smart cable the verathon tsr identified that the pins were damaged on the hdmi connector side. The smart cable was unable to be tested due to possible risk of damaging verathon's test equipment. Upon completion of the evaluation the glidescope spectrum smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, there was no video. The customer reported identifying damage to the pins inside of the smart cable's connector. The procedure was completed using a manual laryngoscope which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.